Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned by the account. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that surgeon was planning to perform explant in secondary surgical procedure on patient¿s operative eye because of patient experiencing large refractive error. Reportedly surgeon does not believe there was anything wrong with the lens. The issue was that cataract was very dense and hard to get accurate biometry. Additional information was received, and it was learnt that explant was performed as planned on (B)(6) 2020. Lens with same model and lower diopter was used as replacement lens. There was no patient injury. Suture was used after the replacement lens was placed. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.